Event description:
In 2008, the distributor reported that during surgery, the surgeon asked for a polyaxial 6.5 x 45mm screw. The nurse had already engaged the screw to the driver. When the surgeon checked the size and requested a different screw, the nurse tried to take off the screw from the screwdriver but the screw could not be removed; they were stuck together. Upon trying to separate them, the screwdriver broke. The surgeon was able to finish the case with the other driver that was in the kit.

Manufacturer narrative:
Product is an instrument and is not implantable. Requests have been made for the return of the product. Request has been made to obtain the product. Evaluation is pending upon the return of the product.